Event description:
Report received of an over-delivery of a chemotherapeutic drug. It was reported that the 5fu was in 1040ml of an unspecified IV solution to infuse over 24 hours. The pump was programmed to run at 44.5ml/hour. The infusion was started on 01/2001 at 1430. It was reported that at 18 hrs later, on the event date, the volume remaining in the IV bag was approximately 100ml. The customer contact reported that there should have been 265ml remaining at this time. There was no reported adverse pt event and no medical interventions were required. The pump was never isolated, and no serial number was recorded.